Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a tga declaration in which a customer reported that the adc device failed. The report contained the following information: "3 years ago [customer] suffered an extreme low in his blood sugar levels while driving and this resulted in a near-fatal car crash." Additionally, " for every 2 or 3 that they use there will be one that will fail after just a few days." The customer reportedly contacted adc customer service regarding the issue and received additional consultation regarding use of the sensor. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received a tga declaration in which a customer reported that the adc device failed. The report contained the following information: "3 years ago [customer] suffered an extreme low in his blood sugar levels while driving and this resulted in a near-fatal car crash." Additionally, " for every 2 or 3 that they use there will be one that will fail after just a few days." The customer reportedly contacted adc customer service regarding the issue and received additional consultation regarding use of the sensor. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.